Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex st (device # 3) used to treat patient. The patient's attorney alleges additional surgical intervention, however, no details have been provided. No lot number has been provided, therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device # 3). Additional two emdr's were submitted to represent the composix ex (device #1) and ventralex (device #2). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x, ventralex hernia patch and ventralex st patch implanted on (B)(6) 2006,(B)(6) 2011 and/or (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against all three devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). The attorney alleges general allegations for emotional distress and personal injuries sustained by the patient and the device was defective.